Manufacturer narrative:
Per the clinic, the device was explanted due to an abscess and infection. The patient experienced pain behind the ear, chills and drainage (specific date not reported). It was also reported that the patient developed a postauricular mastoid abscess superior to the implant site with persistent infection at the implant site. The patient subsequently underwent a revision surgery (specific date not reported) for an incision and drainage of the abscess. A small area of dehiscence with crusting was noted at the superior incision. The crust was removed and purulence was expressed. The wound was then flushed with saline. The patient was also treated with antibiotics (specific type, date and duration not reported) and a steroid ointment prescribed on (B)(6) 2025 and (B)(6) 2025 (specific duration not reported). Device analysis report attached.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to unknown reason. It is unknown if there are plans to reimplant the patient as of the date of this report.